Manufacturer narrative:
Investigation summary: bd received 10 samples and 1 photo for investigation. The photos was reviewed and the customer¿s indicated failure mode for underfill with the incident lot was not observed. Additionally, the customer samples along with retention samples from bd inventory, were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® trace element k2 edta (k2e) 10.8mg blood collection tubes, an unspecified number of tubes underfilled due to low vacuum. There was no health impact or consequences reported.